Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records will be reviewed within investigation process. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent a revision surgery due to left hip stem breakage after 22 years in vivo.

Manufacturer narrative:
Additional information has been received. The manufacturer received the device and investigation is in progress. The device is currently being decontaminated. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Concomitant medical products according : unknown biolox hip head, item#: unknown, lot#: unknown. Trend analysis: no trend considering the following event is identified: stem fracture DHR-review: lot #: e0594.13., yield: (B)(4), delivered: (B)(4). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: the patient was examined due to a recent functional inability of the left leg. The x-ray taken on this day showed a fracture of the stem of the left thp. Review of received data: (B)(6) form sent on february 12, 2018 the hospital reported the case to the competent authority. The following information can be taken from the form. Date of implantation: (B)(6) 1995, date of explantation: (B)(6) 2017, date of event: (B)(6) 2017 description of the event: the patient was examined due to a recent functional inability of the left leg. The x-ray taken on this day showed a fracture of the stem of the left thp. Current patient condition: the patient has pain in the thigh and is unable to work. There is an indication for a revision surgery. The latter was performed in the hospital. However, zimmer biomet did not receive the surgical report of the revision surgery attached to the (B)(6) form. Information taken from email of the vigilance responsible of the hospital dated (B)(6) 2018. Patient initials: (B)(6), year of birth: 1928, implantation of stem: (B)(6) 1995, second intervention: (B)(6) 2018, on first view there are no triggering factors. The mentioned implantation and explantation date are not matching with the ones mentioned in the ansm form. It is unknown which of the dates are correct therefore the newly received dates were considered correct and entered on the front page of the report. Devices examination: visual examination. The pf stem fractured approx. 50 mm above its distal tip. Both fracture surfaces are partially polished. The remaining fracture structure points to a fatigue fracture. According to the fracture surface of the proximal fracture part and the curvature of the beach marks the fracture origin is located at the ¿0" of the ¿e0594.13¿ laser marking on the medial side of the stem. There are signs of loosening in the form of polished areas on the proximal fracture part, whereas on the distal fracture part no polished areas are visible. Further, there is heavy damage (instrument marks) from the removal of the distal fracture part. The proximal fracture part only shows some scratches and spots in the shoulder neck taper region. The latter can probably be attributed to the use of an electrosurgical instrument (cauter). On the impaction and removal hole slight damage can be seen as well. The zone which was in contact with the head taper is well recognizable because of a most probably organic layer on the stem taper. On the head taper the contact zone is displayed by a slight metal transfer from the stem¿s taper. Besides some other metallic smears on the bevel and the articulation surface there is nothing to report about the head. The articulation surface of the atlas 3 insert has on oval appearance due to wear in the loaded area. Between loaded and unloaded area there is a borderline. In the unloaded area a mixture of layer and particle delamination can be seen. There also seem to be a small particle delamination in the loaded area. The insert¿s rim exhibits some layer delamination as well. On the anchoring surface of the insert yellowing of the polyethylene is recognizable which seems to be less prominent in the unloaded area. Several cracks are visible in the pole and loaded area. There is a metallic splinter embedded in the polyethylene on the side of the loaded area close to the rim. The splinter most probably stems from the instrument used to remove the insert. In the loaded area a zone with whitish appearing lines can be observed. Closer inspection of the anchoring surface with a low power microscope type wild m38 with a magnification up to 40x revealed some backside changes in this zone. The atlas iii shell shows some damage, e.g. Scratches, due to the revision surgery. On the anchoring side there are some remains of bone ongrowth. Some of the shell¿s holes are overgrown by bone. On the inner side of the shell remains of bone ongrowth can be observed in the shell¿s holes. Estimation of the polyethylene wear using a caliper type ¿schnelltaster¿ system kröpflin several measurements were taken in the loaded and unloaded area in opposing locations. The difference between the respective measurements was determined. Based on this the polyethylene wear can be estimated to be between approximately 3 to 4 mm in total which amounts to an approximate annual total linear wear value of 0.013 and 0.017 mm respectively. For conventional pe inserts with diameter 28 or 32 mm paired with ceramic heads linear wear rates of 0.05 to 0.15 mm per year were measured. Compared to this the annual wear values, estimated for the current case, seem to be low. Conclusion summary: the pf stem was combined with a ceramic head and an atlas iii shell and insert. As the latter are competitor products this has to be considered off-label use. The pf stem shows a fatigue fracture starting on the medial side of the stem where the laser marking is located. Signs of loosening can be seen in the form of polished areas on the proximal fracture part, whereas on the distal fracture part no polished areas are visible. Additionally there is heavy damage (instrument marks) from the removal of the distal fracture part. This could probably indicate that the distal fracture part was still well fixed and the removal needed some effort. This leads to the assumption that the stem was proximally loosened but still well fixed in the distal area which led to an overload and finally the fracture. As there is no further clinical information, e.g. X-ray follow-up or the surgical report of the revision surgery, at hand, it remains unknown why it came to the loosening, which probably contributed to and / or triggered the fracture. It is unknown if there were other influencing factors. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).